Event description:
It was reported that a customer using an ilet experienced hyperglycemia with a reported blood glucose of 364, and the cause was unclear; the customer remained on therapy and no device alerts or alarms were reported, with troubleshooting and education completed. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no reported escalation of care or hospitalization. Investigation included case review and user counseling focused on troubleshooting and education. Investigation of this case revealed no device malfunction or component issue identified based on the absence of alarms and successful completion of education and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.